Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: rotated/ poking through one tube/ perforation (fallopian tube(s)),'), pelvic pain ('pelvic pain / chronic') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 37-year-old female patient who had essure (batch no. 634989) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included nausea, hot flashes and mood swings. Concurrent conditions included ovarian cyst, pelvic adhesions, essential hypertension, irregular menstrual cycle, breast tenderness, bloating, constipation, back pain and ovarian cyst. Concomitant products included labetalol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), mood swings ("mood swings") and hot flush ("hot flashes"), 5 years after insertion of essure. In (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes describe: post hysterectomy"). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal infection ("vaginal infection"). The patient was treated with surgery (supracervical hysterectomy (uterus only), unilateral salpingo-oopherectomy and ablation in 2017). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, back pain, genital haemorrhage, vaginal haemorrhage, dyspareunia, vaginal infection, migraine, mood swings and hot flush outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, pelvic pain abdominal pain, dyspareunia, back pain, general abnormal bleeding, vaginal infection discrepancy noted in date(s) of removal: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s); (unspecified): not provided. Ultrasound scan vagina - on (B)(6) 2014: a linear shaped, echogenic structure was noted consistent with an essure coil. Left tube: a linear shaped, echogenic structure was noted consistent with an essure coil summary of ultrasound findings: left ovarian cyst with irregular, hyperecoic walls. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-feb-2020: pfs received. Event: mood swings and hot flashes were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: rotated/ poking through one tube/ perforation (fallopian tube(s)),'), pelvic pain ('pelvic pain / chronic'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 634989) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, hot flashes and mood swings. Concurrent conditions included ovarian cyst, pelvic adhesions, essential hypertension, irregular menstrual cycle, breast tenderness, bloating, constipation, back pain and ovarian cyst. Concomitant products included labetalol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes describe: post hysterectomy"). In 2017, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (supracervical hysterectomy (uterus only), unilateral salpingo-oopherectomy and ablation). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, back pain, vaginal infection, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, pelvic pain abdominal pain, dyspareunia, back pain, general abnormal bleeding, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s); (unspecified): not provided. Ultrasound scan vagina - on (B)(6) 2014: a linear shaped, echogenic structure was noted consistent with an essure coil. Left tube: a linear shaped, echogenic structure was noted consistent with an essure coil summary of ultrasound findings: left ovarian cyst with irregular, hyperecoic walls. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: rotated/ poking through one tube/ perforation (fallopian tube(s)),'), pelvic pain ('pelvic pain / chronic'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 634989) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, hot flashes and mood swings. Concurrent conditions included ovarian cyst, pelvic adhesions, essential hypertension, irregular menstrual cycle, breast tenderness, bloating, constipation, back pain and ovarian cyst. Concomitant products included labetalol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes describe: post hysterectomy"). In 2017, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (supracervical hysterectomy (uterus only), unilateral salpingo-oopherectomy and ablation). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, back pain, vaginal infection, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, pelvic pain abdominal pain, dyspareunia, back pain, general abnormal bleeding, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s); (unspecified): not provided. Ultrasound scan vagina - on (B)(6) 2014: a linear shaped, echogenic structure was noted consistent with an essure coil. Left tube: a linear shaped, echogenic structure was noted consistent with an essure coil summary of ultrasound findings: left ovarian cyst with irregular, hyperecoic walls. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs & mr received: lot number and date of removal were added. New events hormonal changes describe, ablation, menorrhagia, vaginal bleeding, migration of essure device location of device: rotated/ poking through one tube, migraines, dysmenorrhea, perforation, abdominal pain were added. Medical history, concomitant condition and drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, back pain and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, pelvic pain abdominal pain, dyspareunia, back pain, general abnormal bleeding, vaginal infection diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s); (unspecified): not provided. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Injury nos was deleted. New events were added: pelvic pain, dysmenorrhea, abdominal pain, dyspareunia, back pain, general abnormal bleeding, vaginal infection. Lab data, reporter¿s information, patient¿s demographics were added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.